Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, december 02, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, december 07, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator lock was failed. A field service engineer (fse) found that the remote manager latch kept failing and replaced the faulty remote manager latch. The rm latch was tested in the hardware test application and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the latch on the remote manager was not lining up, causing the door to not release. This was the second time it had happened that week. The issue was still present after restarting, and it did not beep to open during recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.